Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation. Six events were not duplicated; however, the devices were found to be outside of specifications. Five devices were found to have internal corrosion. 1 device was found to have socket damage. Two devices are expected to be received for evaluation; however, they have not been received. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, in which the device overheated. One reported event had no patient involvement; no patient impact. Five reported events had patient involvement with no patient impact. One reported event had no known patient involvement or patient impact. One reported event had patient involvement; patient was burned; however, no other adverse consequences are known.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation; 1 event was not duplicated; however, the device was out of specifications. 1 device was found to have corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use. Correction: one device was expected for evaluation; however, the device was not available.

Event description:
This report summarizes 8 malfunction events, in which the device overheated. 1 reported event had no patient involvement; no patient impact. 5 reported events had patient involvement with no patient impact. 1 reported event had no known patient involvement or patient impact. 1 reported event had patient involvement; patient was burned; however, no other adverse consequences are known.